Manufacturer narrative:
Concomitant medical products: 5076-58, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred. The cardiac resynchronization therapy pacemaker (crt-p) and lead were explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.